Manufacturer narrative:
The 840 rear housing was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were found. An investigation was performed and the reported issue could not be duplicated. No errors were recorded in the diagnostic logs during testing. No fault was found with the returned component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an 840 ventilator when pressing buttons on gui (graphical user interface) the display would keep moving backwards. The ventilator was not on a patient at the time of the event. . The covidien service engineer (se) inspected the device and replaced the rear housing on gui display to correct the issue. Required tests and calibrations for this repair were completed in accordance with current service manual.